Event description:
It was reported there were variable thresholds, high impedance and a possible fracture of the atrial lead. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Event description:
Additional information received reported the lead replacement procedure was scheduled. The lead has been capped and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and atrial pacing capture threshold was intermittent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)